Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis revealed low telemetered battery voltage. On the day of install of ramware version 8 ((B)(6) 2011), the battery voltage measured at 2.65 v, below the new elective replacement indicator (eri) value of 2.81 v. The battery recovered to 2.93 v by (B)(6) 2011. Eri was not tripped. A critical ram parity error was logged on (B)(6) 2011 in address "1f 33". The power on reset time stamp coincides with the ramware version 8 install. The device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device had low battery when interrogated with new software. The device also experienced an electrical reset with missing lead impedance values, empty counter and had no observations based on interrogations. The battery impedance started to register above 2000 ohms (B)(6) later. It was also reported that the device had premature elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.